Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing and oversensing which resulted in false tachycardia episodes . It was further reported the patient may have underwent an magnetic resonance imaging (MRI) on the day of the event. The icm remains in use. No patient complications have been reported as a result of this event.